Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected a high shock impedance measurement on the right ventricular (rv) lead. There was no available information immediately available. A request for additional information has been sent to the local sales representative.

Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected a high pacing impedance measurement on the right ventricular (rv) lead. There was no available information immediately available. A request for additional information has been sent to the local sales representative.

Manufacturer narrative:
This investigation will be updated should further information be provided.